Event description:
(B)(4). It was reported that the surgical table randomly began to move various sections (head, leg, arm) while a pt was on the table. After further eval, it was confirmed the malfunction occurred when the pt was still awake, and a second table was brought in to begin the procedure. Although there was pt involvement, there was no reported adverse consequences.

Manufacturer narrative:
Although there was pt involvement, the pt info was not able to be obtained. There is no expiration date for this product. The device has not been evaluated at the time of this report. Eval summary: the surgical table is used to support and position a pt for surgical procedures in a hospital operating room. It is battery powered with an ac cable for recharge and is primarily operated with a remote control, and has an override panel as a backup to the remote. This table was reported to be unintentionally randomly moving various sections (head. Leg, arm) while a pt was on the table. After further eval through the initial reporter, it was confirmed the malfunction occurred when the pt was still awake prior to sedation, and a second table was brought in to begin the procedure. The delay was reported to be 10-15 mins, but the complainant confirms the procedure was completed successfully and there were no adverse consequences to the pt. Field service has not begun on this table, and the root cause is unk at this time. Unintentional movement of a table poses a serious risk to the pt if this malfunction occurred during a procedure. This type of non-conformance will be monitored for adverse trends. This is not a single use device.